Event description:
A pasc PICC line was placed for the therapeutic purposes in 2002 as part of a postmarket clinical study. Seven days later, it was noted there was leaking at the entrance. There is no additional information available on this event and the study coordinator did not wish to be contacted. This report is being filed based on the assumption that the leak occurred distal to the suture wing.